Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The unit was found to function within manufacturer's specifications; reported complaint could not be duplicated. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, the unit stopped mechanical ventilation. There was no reported patient injury.